Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the unit was used when a large spark from the another l hook device created a unintentional hole in the gallbladder and a second degree thermal burned the liver of patient. This was identified when the generator used was a generator and issue did not recur when replaced by new generator. There was no treatment done to liver. There was no patient injury.